Manufacturer narrative:
A ge service representative performed an on site investigation. The software was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system displayed a file system corrupt error message. This caused the system to fail to boot. There is no report of death or serious injury associated with the event.